Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted in the intended location. The patient was discharged on prazaxa and aspirin. Approximately nine months post-procedure, the patient sought medical attention from neurosurgery due to foot numbness. The patient was diagnosed with a non-cardiogenic lacunar infarction due to atherosclerosis. Transesophageal echocardiogram was performed and no thrombus was noted. The patient was administered aspirin and was then switched to clopidogrel. No additional information is known.

Manufacturer narrative:
Event date is based off procedure date of (B)(6) 2020 and event occurred approximately nine months post-procedure